Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 710 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer still in hospital at time of report so no release date could be obtained. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.